Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although the foreign material was likely to be simethicone. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: light cover glasses chipped; light cover glasses adhesive pitted; optical cover glass adhesive pitted; distal end cap was damaged; distal end adhesive was worn; upwards/downwards angle not to specification; left/right angle not to specification; upwards/downwards angle play, the play was evident; left/right angle, the play was evident; and electrical safety test not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that angulation of the evis lucera elite colonovideoscope was too stiff to move and there was fraying near the bending sections. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found remnants of white crystallized contamination evident in the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.